Event description:
The valve failed and was bleeding out. Back flow leakage of blood whilst in use. The sheath hd to be replaced immediately. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). The sheath and dilator were returned in a used and nonconforming condition: functional testing confirmed the valve leaks. The funnel and body of the valve was inspected for damage and none was evident. Per quality control specification, there is an air pressure test on 100% of each order received as well as 100% inspection for leak test of large check-flo introducer. In addition, the discs and examined and ensured to be clean and free of debris and correctly positioned in the center of cap. Although the valve is 100% inspected for leakage, the returned valve leaked during evaluation. With a 10ml syringe attached to the open sidearm extension and the sheath lumen remaining open, a drop of water formed on the surface of the valve, but did not fall. Using the same 10 ml syringe, but with the sheath lumen occluded and thumbtip pressure applied to the barrel of the syringe, the valve leaked at a rate of approximately 5ml/min. With the same set up but using palm pressure, the valve did not leak. Using a similar set up and thumbtip pressure, but with a 0.018 wire guide through the valve, it leaked at a rate of approximately 4ml/min. With the previous set up using palm pressure, the leakage rate increased, but was not measured. When the dilator was inserted through the valve, the valve did not leak regardless of pressure applied to the syringe barrel. Previously, this valve design met the leakage criteria for design verification testing: <2ml/min with 0.014 wire guide inserted; <1ml/min in all other conditions (also met iso11070, annex d and e). The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. A risk assessment was performed by quality engineering and concluded that the risk remains acceptable and no further action is necessary for this product family and failure mode.